Event description:
It was reported that on (B)(6) 2018 the customer received a blood glucose result of 514 mg/dl at 11:43 pm on his nano system. The customer had symptoms of frequent urination, headache, and felt hot when he received this reading. Based on the high result the grandmother administered 4.5 units of novolog correction. This is the amount he would normally take if his blood glucose is elevated. At 2:00 am the grandmother found the customer shaky and weak in his bed. The customer was unable to self-treat. The grandmother treated the customer with soda. He stopped shivering and the grandmother was able to unlock his arms and test his blood sugar. At 2:00 am the customer's blood glucose was 93 mg/dl on his nano system. The customer was unable to sit up and open eyes, however the customer was responsive. Customer¿s mother gave him two glucose tablets. The customer¿s mother tested him again and got results of 46 mg/dl at 2:37 am and 82 mg/dl at 2:39 am on his nano system. By then the patient was feeling better, but the mother felt the device was not reading accurately and took him to ER. They arrived at the ER at 3:00 am. Upon arrival at the hospital, the nurse tested the customer's blood glucose and received a result of 116 mg/dl at 3:15 am. The customer was feeling better and blood glucose was stable; therefore he was not admitted into the emergency room. No treatment was provided at the hospital. Return of the suspect device was requested for evaluation.